Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: chapter 6 application and conditions of cleaning, disinfection and sterilization chapter 7 cleaning, disinfection and sterilization procedure olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, it is unknown if there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned as part of an annual inspection. The bending section cover has foreign objects. The adhesive on the bending section cover is detached, chipped, and cracked. There is a scratch on switch 1, the objective lens, and the connecting tube. The connecting tube has a dent. There is a chip in adhesive area between the acoustic lens and ultrasound probe. Due to the wear of the angle wire; the bending angle in the up direction did not meet the standard value and the play of the upward/downward knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, ultrasound gastrovideoscope, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, foreign object was observed. This report is being submitted for the event found during evaluation. There was no patient involvement.